Event description:
It was reported that the ilet screen was intermittently unresponsive to wake attempts, requiring several tries before the device became operational, and the user received education on steps to recalibrate the sensor should the issue recur. Symptoms included no adverse clinical effects and no device alerts or alarms. Outcomes included no impact to health status and no need for medical care. Investigation included troubleshooting with the user and provision of educational guidance. Investigation of this case revealed no recurring malfunction and no sustained hardware failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an isolated, nonreproducible event.

Manufacturer narrative:
Initial.